Event description:
It was reported that the customer had a drive support cap sticking out on her insulin pump. Customer's blood glucose level was 220 mg/dl. Customer stated that the incident occurred on (B)(6) 2014. Customer noticed the damage when rewinding her insulin pump. Customer stated that the pump would not rewind. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted. No motor rewind anomaly noted

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.